Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Additional visual inspection has been completed, and no issues were observed. Therefore, the issue is not confirmed. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿scan error¿ message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia and confusion and was unable to self-treat requiring treatment of water and sugar provided by third party. There was no report of death or permanent impairment associated with this event.